Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during routine maintenance, it was observed that the motor device was emitting smoke. There were no delays to a planned surgical procedure. A spare device was not available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running intermittently. Therefore, the reported condition was confirmed. It was further determined that the device was disassembled which found the wires were twisted in the connector, thus, shorting together and causing damage to the motor. The assignable root cause was determined to be due to user error by turning the connector instead of plugging straight in and out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.